Event description:
The pt reported that since device repositioning in (B) (6) 2009 (see MFR report # 3004209178-2010-02746) she still experienced a "tugging" sensation in the pocket area that was discomforting. During a visit to her physician's office, she read a note about scheduling an appointment to the company rep regarding "suspicious leads". She met with the company rep on (B) (6) 2010 and had the leads checked. It was noted that one lead was "shot" and another one was "marginal". The rep reprogrammed the device by "shifting over to the other leads". It was noted that her symptoms have been controlled since the reprogramming session. Follow up info indicated that the pt met with his physician and the company rep. The pt did not say that he had any "tugging" at the pocket, but impedance measurements indicated >4000 ohms on electrode 0. He was successfully reprogrammed.

Manufacturer narrative:
(B) (4).